Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the event occurred in an unspecified date of january, 2025. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through eight (8) large volume infusors. The flow issue was further described as, ¿infusor does not drain¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.